Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluation is still underway. Review of the downloaded data does not indicate any device malfunction contributing to the event. Belt evaluation verified the ECG acquisition and pulse delivery circuitry. There are no alleged deficiencies. Based on the available information, there is evidence to suggest that the lifevest caused or contributed to the patient's death. Asystole is considered a non-treatable rhythm. Event is not reportable at this time. Waiting monitor evaluation. Device evaluation of belt sn (B)(4) has been completed. As received, the belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017. The patient was in the hospital and resuscitation attempts were made. The patient subsequently passed away while wearing the lifevest. The lifevest delivered three treatments on (B)(6) 2017 between 07:40:28 and 07:41:34, the rhythm prior to and following the treatment was ventricular fibrillation (vf), the device was unable to convert the arrhythmia. The device was shut down on (B)(6) 2017 at 08:18:19. There is no indication that the treatment caused or contributed to the death. There is no device malfunction that caused or contributed to the patient death. The device properly detected vf and delivered three treatments.